Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery could not be charged. Customer received a replacement power charger to resolve the issue. Customer's blood glucose was 135-136 mg/dl.